Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump failed accuracy at plus 9 percentage. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved delivery accuracy testing. It was found that the device was within manufacturing specification; however, it was over delivering to the control limit specification of +/- 3%. The expulsor was trimmed to bring delivery into a more nominal range. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records.